Event description:
Customer reported with an issue of inner channel leak. The issue found during reprocessing. There is no patient involvement associated on this event . No user injury reported. Device evaluation found deep cut on the pink probe unit. This report is being submitted for reportable malfunction of damaged probe (deep cut) found during device evaluation.

Manufacturer narrative:
The subject device was evaluated. Upon inspection/evaluation of the returned device, it was noted a deep cut on probe unit (reportable device malfunction) was observed. Additional evaluation findings include: the customer's reported issue of leak was confirmed. There was a leak found on the biopsy channel (forceps passage). Tear marks inside the biopsy channel was noted. Investigation is ongoing. This report will be submitted accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 15-mar-2022 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the damaged probe likely occurred from external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.